Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2012 surgeon was performing a procedure. It is reported that a drill bit broke during application over the appropriate guide wire, and some of the metal remained in the patient. Device was being run on an ao coupling. It is also reported that the screw was deformed during insertion in a new location after appropriate drilling. Also, the guide wire snapped during extraction post successful insertion. It is reported that patient is young and has dense bones. This is 3 of 3 reports for this event.